Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis. Customer's blood glucose was 730mg/dl and treated with a bolus and insulin drip. We assisted customer with performing the high pressure test, no delivery has passed. The customer was advised to monitor insulin pump.